Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april- 5th. H.6 investigation summary : material #: 367300. Lot/batch #: unknown. Bd received 2 used samples and 1 photo for investigation. The samples and photo were evaluated by visual examination and the indicated failure mode for damaged luer hub was observed. The failure mode of sleeve leakage was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode damaged luer hub. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that rubber sleeve on the non-patient end was side-pierced on the cannula, and the luer hub was damaged which caused leakaged. No patient impact. This occurred 3 times.

Manufacturer narrative:
Medical device lot #: unknown . Medical device expiration date: unknown .device manufacture date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that rubber sleeve on the non-patient end was side-pierced on the cannula, and the luer hub was damaged which caused leakaged. No patient impact. This occurred 3 times.